Event description:
Paramedics responded to a person whose condition was described as down a long time. The device's standard paddles were placed on the pt's chest for a quick look and the device's charge button pressed but the device wouldn't charge. The pt was not resuscitated but the reporter stated the pt was not viable because of the long downtime.